Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to access oxycodone tablet. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user cannot issue medication and showing the error. A technical support specialist (tss) explained to the customer that the item customer was requested the medication that had to approve by the pharmacy. The system functioned as intended after the technical support specialist troubleshot the device.